Event description:
Patient was revised due to this prosthesis subsequently failed to perform properly, causing serious injuries, pain and suffering. Previous information was given for the left knee, but pt was bilateral. No revision info was provided.